Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. In addition, the customer received a data error alert. The pump history was noted to be inaccurate and indicated a data log corruption. Customer reported blood glucose level was 200 (mg/dl). It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.